Manufacturer narrative:
(B)(4).

Event description:
It was reported that no high and low alerts occurred on the app. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No high and low alerts on the mobile app was reported to have occurred for transmitter 817e13. Data was evaluated and the allegation was not confirmed for transmitter 80qm1k. The probable cause could not be determined. No injury or medical intervention was reported.